Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening. Implant part number, lot number, manufacturing date, expiration date and gtin: 1st (superior): ifuse-3d implant, p/n 7070m-90, lot# 2591292, mfd. 07/24/17, exp. 2022-07-24, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7035m-90, lot# 2628141, mfd. 02/06/18, exp. 2023-02-06, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2631321, mfd. 03/02/18, exp. 2023-03-02, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported a recurrence of right side si joint pain symptoms. The surgeon determined loosening of the implants based on lucency seen on imaging. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the three preexisting implants with chisels as they were solidly fixed in bone. The explanted implants showed bone in and on-growth. He then installed two larger implants of the same type utilizing the explant voids. The status of the patient following the revision procedure is not known.